Manufacturer narrative:
Product event summary: analysis found that the programmer was unable to interrogate a non-wireless device, moving the radiofrequency (rf) head connector caused a loss of telemetry.

Event description:
It was reported by a sales representative (sr) that initially intermittent telemetry was observed when using the rf (radio frequency) head, however, now there is no telemetry when using the rf head. The sr replaced the rf head, however this did not resolve the issue. The programmer was returned for repair. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.